Event description:
We have had two occurrences when our staff were inserting this IV product. After the catheter was in place, the rn activated the safety feature but the needle only retracted halfway. This presented both a risk the clinical staff and the patient.this type of event presents increased risk to the staff for an accidental needle stick injury. This type of event also poses risk to the patient due to the increased risk of shearing the IV catheter during placement (increased risk for emboli). The IV catheters in both cases were discarded. There was no harm to either patient or any of the staff members involved in these events. ======================manufacturer response for #18 IV catheter, insyte autoguard bc (per site reporter).======================an internal product incident report was submitted.they have also offered to collect any additional defective ivs and to send them to their quality assurance dept for a thorough investigation.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.